Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the replaced universal power distributor (upd) card to perform failure analysis. The upd was installed and tested on the test system. The system started up without any error, with good image. The audio output was clear. All the gantry motors moved with full range of motion without any issue. The board voltage was well within range. The system ran 150x power cycles with this board and passed. The upd remained on the test system in normal operation for 3 days and performed without any anomalies. The board issue was unable to be reproduced during functional testing.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting the patient side cart (psc) shut down, an investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse removed and replaced the cfg-udp to correct the reported problem. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The cfg is pending failure analysis investigation. The complaint regarding the patient side cart (psc) shut down was confirmed based on the field evaluation, which indicates that the device did contribute to the customer reported issue. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: the customer converted after the start of the procedure due to the patient side cart (psc) not functioning. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted pancreatoduodenectomy surgical procedure, the patient side cart (psc) shut down. The customer stated the vision side cart (vsc) and the surgeon side console (ssc) were both still on. The customer powered it back up and went to dock and it powered off again. The customer changed out the psc and was continuing with case. Site confirmed psc had green lights for battery. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was a slight delay but to the customer¿s knowledge it was not more than 30 minutes. No ischemia.